Event description:
In 2007, the patient stated that her blood glucose measured "hi" on her blood glucose monitor and she felt very thirsty. She stated that she does not feel her infusion device is delivering insulin accurately and she administered a 15 unit injection of insulin via syringe. The patient's normal blood glucose levels are below 170 mg/dl. The patient stated that she disconnected from her infusion site and ran a 3 unit prime through the infusion tubing and a 3 unit bolus through the infusion tubing and compared the amount of insulin delivered from each. She stated that the insulin delivered from the bolus was far less than the prime and she believes that bolus function is not functioning properly. The patient was sent a replacement infusion device. Upon follow up in 2007, the patient stated that she had not yet begun use of the replacement infusion device and her blood glucose is still fluctuating but she is feeling better. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.